Event description:
The customer reported that the key broke off in the system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The key was extracted from the slot. The key was replaced with a customer key. The system was tested and found to be working as intended and put back into service.